Event description:
It was reported that during a laparoscopic sigma procedure, the device cut but did not staple. The procedure was completed with over stitching. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.